Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead tip could not be extended, and a piece of tissue may be lodged in the tip. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the helix was disengaged from the helical channel; the helix will not extend due to being over retracted. The full lead was returned and analyzed. It was observed that blood/body fluid was present on the distal conductor and in/on the helix mechanism.